Event description:
It was reported that 3 months after implantation, the pt complained of tightness in chest. Pt had a chest x-rays and this confirmed catheter was separated from port. Dr surgically removed the port and catheter. No pt complications were reported.

Event description:
It was reported that 3 months after implantation, the pt complained of tightness in chest. Pt had a chest x-ray and this confirmed catheter was separated from port. Dr surgically removed the port and catheter. No pt complications were reported.